Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they were having issues with the insulin pump and infusion sets. The insulin pump alarmed insulin flow blocked, causing high blood glucose levels. The customer called multiple times but there was no change. Ever since receiving the insulin pump they have been having issues. The battery cap contact kept falling off and the reservoir's compartment retaining ring was falling off. Customer declined to complete any further troubleshooting. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit passed the rewind test, prime/seating test and basic occlusion test. Unable to perform displacement test, occlusion test and lock reservoir in place due to missing retainer. Unit received with broken battery cap contact, minor scratched lcd window, cracked keypad at select button, faded and peeling serial number label, cracked case (battery tube), cracked case, cracked battery tube threads, missing reservoir tube o-ring and missing retainer.